Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information - it was reported that the device was explanted and replaced. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The reported field event of premature depletion was confirmed. Bench testing showed normal device function and a longevity estimate showed premature battery depletion had occurred. The battery was sent to the supplier for further analysis and non-shorting lithium clusters were detected. The cause of the premature depletion was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions from the past recent checks showed that the battery of the implantable cardioverter defibrillator showed rapid premature depletion, as the battery voltage had dropped significantly in the span of a week. Replacement of the device was discussed but did not occur.